Event description:
New information reported that the device was explanted.

Event description:
Upon interrogation, a sharp decrease in the battery voltage was observed over the last few months. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, the device longevity was found to be below the expected limits. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.